Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Choked heavily [choking]. Plastic bristles in our daughter's mouth [foreign body in mouth]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (dr best erste zaehne) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr best erste zaehne. On an unknown date, an unknown time after starting dr best erste zaehne, the patient experienced choking (serious criteria gsk medically significant), foreign body in mouth and product complaint. The action taken with dr best erste zaehne was unknown. On an unknown date, the outcome of the choking, foreign body in mouth and product complaint were unknown. The reporter considered the choking and foreign body in mouth to be related to dr best erste zaehne. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via call center representative (e-mail) on 07 may 2021 and consumer wrote "we have bought a children's toothbrush from your company at our drugstore. The toothbrush made a good impression in itself and it is already the fourth we have in use. The last time we brushed her teeth, however, our daughter choked heavily and we were a bit surprised at first until we found two of the plastic bristles of your toothbrush in our daughter's mouth. A photo of the loosened bristles as well as the toothbrush in the appendix. We would like you to comments on this". Fu on pqc investigation results was received on 12 may 2021. Complaint conclusion: unsubstantiated. Qa result was received for the product dr.best erste zahne. Reason for the complaint is product wrong degree of stiffness. The review of manufacturing / packaging batch records was performed by schiffer quality assurance department and did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the photo / video or complaint sample, the complaint will be re-opened, and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample". Consumer agreed to send a photo of sample instead of a physical sample.